Event description:
It was reported that the posterior capsule was torn during lens implantation. The lens was removed, a vitrectomy was performed and another lens was implanted in the sulcus. The patient's current status is reported as "doing well - clear 20/20 va".

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The delivery device was not returned to the manufacturer for evaluation. Therefore, a product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.